Event description:
It was reported that patient underwent a right hip arthroplasty (B)(6) 2012 and was revised (B)(6) 2016 due to pain and head breakage.

Manufacturer narrative:
No device or photos were received; therefore the condition of the device is unknown. Device history record review identified no deviations or anomalies in the manufacturing process. The reported device is used for treatment. Complaint history search revealed no additional complaints for the part and lot combination. Surgical notes for implant surgery state that the hip construct was well aligned with no intraoperative complications. Revision operative notes state that the fractured femoral head caused heavy damage to the mating liner. As a result, the liner no longer functions as intended. It was confirmed that the devices reported were used in an approved and compatible combination. Relevant medical history and adherence to rehabilitation protocol are unknown. It is likely that debris from the femoral head fracture contributed to the damaging of the liner, a definitive root cause for the implant fracture cannot be determined with the information provided.